Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this event and the case is considered closed. The root cause of these reports are being investigated and addressed through the CAPA process.